Event description:
It was reported that, during the pre-treatment phase, error message 218 appeared on the console device, indicating a delivery device impedance error. As there was no additional delivery device available, the physician decided to awaken the patient from anesthesia and to reschedule the procedure. There was no reported permanent impairment or injury to the patient. This event is being reported for a cancelled procedure with patient under sedation.